Event description:
It was reported that the biopsy needle could not cut and remove the tissue sample from a lung biopsy. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was returned for evaluation. The device was visually inspected and no apparent defects were noted. The stylet moved freely within the cannula. The needle was placed in a magnum driver and there was a gap at the sample notch of the needle. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The result of the evaluation is confirmed. Based on the information available, the DHR review and the result of the investigation, the definitive root cause is unknown.